Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents were within specification. No unexpected failed battery test alarm was noted. The insulin pump was received with a cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a failed battery test alarm. Customer's blood glucose was 300 mg/dl. Customer was not able to complete troubleshooting due to call being dropped. Customer called back to finish troubleshooting. After troubleshooting, customer was not able to clear alarm. Customer was advised that insulin pump would need to be replaced.